Event description:
A falsely depressed anti-streptolysin o (asl) result was reported on a patient sample. The result was reported to the physician who questioned the result. The sample was re-run and a higher result was obtained in line with physician expectations.patient treatment was not altered or prescribed on the basis of the falsely depressed asl result. There is no report of adverse outcome to the patient as a result of falsely depressed asl result.

Manufacturer narrative:
The cause of the falsely depressed adnase b result was sample integrity. The n latex adnase b IFU states: serum samples must be completely coagulated and, after centrifugation, must not contain any particles or traces of fibrin. The instrument is performing within specifications.no further evaluation of the device is required.